Event description:
An altitude alarm 21 was reported by the customer, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer continued using the original cartridge to resume insulin delivery after receiving information from customer technical support that exposure to moisture can trigger an altitude alarm. Caller was able to resume insulin with original cartridge.